Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and non-malignant pain. It was reported that her older implantable neurostimulator from 2014, that is on the left side of her body is going dead and she can¿t get good connection to charge it. The patient noted that she has gained weight and she has a big fat blob over the implant area which makes it so that she can¿t get a good connection to charge it. On the right side, there is no big fat blob, so she does not have as much trouble with charging the right side implant. The patient wants the new implantable neurostimulator, but the health care provider won¿t replace the old implantable neurostimulator because it still has battery life. The patient mentioned that she will charge and use the old implant as long as she can. Since having the implant in 2014, she has a horrible time getting connection and loses all the bars if she moves a fraction, which is very frustrating. The last time that she charged the implant was in (B)(6) or (B)(6) of 2018. The implantable neurostimulator is very low, and she could not get a good connection. When the patient charges the implant, she has to use pillows and a towel to hold the implantable neurostimulator recharger antenna in place and her skin gets burned, red, and hot. She noted that if she moves, she loses connection. The patient noted that she had a revision scheduled; however, she had to cancel it due to unrelated family issues. The patient reported that she loves what the device does for her and helps her function with the terrible pain in her leg and feet, but the effort and time she must put in to charge the implant is frustrating and she doesn¿t want to deal with the implant anymore. The patient noted that the problem is not with the external antenna, but that it is because she has to push so hard on her skin to get a connection. The patient indicated that she cannot have airflow around the implantable neurostimulator recharger because the implantable neurostimulator recharger will not connect if she does. She mentioned that she is using an elastic brace to wrap around to hold the implantable neurostimulator recharger antenna in place and she still is not getting any connection. The patient mentioned that she has a bad shoulder problem/pain and that it is not worth the hassle for her to go through all of this to charge the implant and that she would rather deal with the pain on her feet and leg. The patient turned the left side implantable neurostimulator off and hasn¿t used it and she doesn¿t want to deal with it anymore. The patient mentioned that the recharging process is difficult and poorly designed and that it is about time that they come up with something better. There were no further complications reported or anticipated.